Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The prograsp forceps instrument was found to have a dislodged grip-tang near the base of the grip tip. This would cause the jaws to make imprecise motions and to get stuck in trocar. The probable root cause is attributed to damage from usage conditions including possible inadvertent collisions or drops.

Event description:
It was reported that the prograsp forceps instrument was labeled as broken by technician. No known impact or patient consequence was reported.